Event description:
Pt became hypotensive afer flex sigmoidoscopy, abdomen firmer. Flat plate of abdomen done which showed massive free air-probable perforation. Physician discussed option of repair of perforation with family. Decision was made to make pt a "no code"; surgical repair was not pursued. Pt was on a ventilator and expired three days later.